Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance leading to one out of range measurement that triggered a beeping alert. Upon further review of the stored data, it was noticed that shortly after implant the shock impedance steadily increased and the right ventricular (rv) channel showed smaller amplitudes due to r wave variability. Both measurements have remained stable since. A therapy shock delivered approximately 2 weeks before the alert was generated captured in-range shock impedances. Boston scientific technical services (ts) discussed there was no evidence suggestive of lead impairment. Nonetheless, additional investigation and in person testing was recommended. Additional information stated the cause of the impedance change was not conclusively determined. However, the investigation showed no apparent faults with the lead integrity. The physician plans to continue monitoring the patient remotely. No changes have been made to the programming or implanted system. The system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance leading to one out of range measurement that triggered a beeping alert. Upon further review of the stored data, it was noticed that shortly after implant the shock impedance steadily increased and the right ventricular (rv) channel showed smaller amplitudes due to r wave variability. Both measurements have remained stable since. A therapy shock delivered approximately 2 weeks before the alert was generated captured in-range shock impedances. Boston scientific technical services (ts) discussed there was no evidence suggestive of lead impairment. Nonetheless, additional investigation and in person testing was recommended. Additional information stated the cause of the impedance change was not conclusively determined. However, the investigation showed no apparent faults with the lead integrity. The physician plans to continue monitoring the patient remotely. No changes have been made to the programming or implanted system. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.